Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) requesting training with the onetouch ultra2 meter, as she was not able to obtain a reading due to a user error issue. The patient was inserting the test strip into the meter while pressing the ok button when she wanted to test her blood glucose. As a result, the lfs meter went into the main menu and the patient was unable to test her blood glucose. According to the patient, the reported issue with the lfs product occurred a week ago prior to contacting lifescan. As a result of the reported issue, the patient stopped testing her blood glucose during the time of concern. Reportedly, the pt developed hypoglycemic symptoms described "trembling, felt she had no blood in her head" after the reported issue began. However, the pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. Lifescan was able to contact the patient with follow-up questions to clarify the more information obtained from the initial call. According to the patient, on the day the patient experienced her hypoglycemia episode, she was taking her usual fixed amount of insulin. In the patient's opinion, her hypoglycemic episode was caused by her "change in meal since it occurred (probably) on one of her days off." She explained that on days that she works, she follows set meal times and is quite regimented. But on her days off, she sometimes forgets to eat at the correct times, which affects her blood glucose. The patient further indicated that her hypoglycemic episode could not have been prevented that day regardless of whether she was able to test with the lfs meter or not. "In her opinion, it was not related at all to the meter." The reported issue was resolved with training. The customer care advocate educated her on how to power the meter on to access either one of two functions: insert the test strip into the meter and allow the meter to turn on when patient is reading to do a blood glucose reading or press the ok button to view the memory. The patient was able to obtain a blood glucose reading during the troubleshooting session. Although the patient denied she suffered a serious injury as a result of the reported issue, she could not be certain that the episode occurred on her day off (i.e. A day that she does not eat regular meals). In addition, the patient could not provide detailed information about the date and time of her symptoms in correlation to her usual blood testing time. Based on the information provided, lfs cannot rule out that the lfs product may have caused or contributed to the patient symptoms. Hence, this complaint is being reported because the patient claimed she experienced symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.